Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. No additional information is given by the consumer. The device was not returned, so an evaluation could not be performed. No serious injury occurred. No medical attention was sought. Device broke and is being reported as a malfunction. The consumer said that his wife (B)(6) used the snore guard device for approximately 10 days and then the blue part started to shift and cave in. It is no longer usable.

Event description:
The consumer said that his wife (B)(6) used the snore guard device for approximately 10 days and then the blue part started to shift and cave in. It is no longer usable.